Manufacturer narrative:
It was reported that the conformis cup impactor threads broke off, leaving the female threads inside the cup. The conformis 59mm cup was removed and the threads could not be removed from the cup. The cup was replaced with a 58mm signature cup. There was a light press fit achieved and two signature screws were used to secure the cup further. One cup inserter threads broke off during cup impaction and the second cup inserter appears to be cross threaded. The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the conformis cup impactor threads broke off, leaving the female threads inside the cup. The conformis 59mm cup was removed and the threads could not be removed from the cup. The cup was replaced with a 58mm signature cup. There was a light press fit achieved and two signature screws were used to secure the cup further. One cup inserter threads broke off during cup impaction and the second cup inserter appears to be cross threaded. The case was completed successfully.